Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-nov-2016: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and heavy bleeding (seen as genital hemorrhage). Both reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016. The report refers to a female patient of unspecified age who in 2012, following discussion with her physician concerning safe and effective birth control options and consideration of defendants' own material concerning essure device, had essure (fallopian tube occlusion insert) coils inserted. In or around 2012, plaintiff began to experience symptoms that included, but were not limited to incontinence, painful bloating, irregular and painful menses, heavy bleeding, migraines, weight gain, dizziness, and pelvic pain. On (B)(6) 2013, it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent pelvic surgery to try and alleviate the symptoms. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and heavy bleeding (seen as genital hemorrhage). Both reported events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanations, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding / bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 4 (((B)(6) 2006, (B)(6) 2007,(B)(6) 2009, (B)(6) 2011)). Denied any history of abnormal papanicolaou (pap) smears patient denies tobacco, alcohol, or illicit drug use. Previously administered products included for contraception: depo provera in 2009. Concurrent conditions included obesity and metrorrhagia. Concomitant products included fluticasone propionate (flovent), loratadine, pseudoephedrine sulfate (claritin-d allergy), medroxyprogesterone acetate (provera) and oral contraceptive nos. In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), migraine ("migraines"), weight increased ("weight gain"), dizziness ("dizziness"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), coital bleeding ("post-coital bleeding") and abdominal pain ("abdominal pain - frequent"). The patient was treated with surgery (underwent total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, incontinence, abdominal distension, menstruation irregular, dysmenorrhoea, migraine, weight increased, dizziness, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown and the genital haemorrhage and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain, coital bleeding, dizziness, dysmenorrhoea, genital haemorrhage, incontinence, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight : (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion (B)(6) 2013 : surgical pathology final report : final diagnosis , uterus and cervix, resection: acute and chronic cervicitis. Benign proliferative endometrium.negative myometrium. Implantable contraception device (free in specimen container). Gross description 'a, uterus, cervix." Received is a 117 gram uterus and cervix with an overall measurement of 9.5 x 5.5 x 4.3 cm. The serosa is gray-pink and smooth. The ectocervix is smooth. Pale tan, glistening and measures 4.1 cm in diameter. The os is patent. The endometrium is blood-tinged and measures 0.2cm in thickness. The myometrium measures up to 2.1 cm in thickness and is mildly trabeculated. There are no subserosal. Intramural or submucosal nodules present. Free in the container are 2 soft, ragged, gray-pink fragments, which measure 1 x 0.7 cm and 1.5 x 0.7 cm. On sectioning, silver metallic, coiled sterilization devices are present in the fragments. "A1." Cervix; "a2¿endomyometrium; "a3," soft free in container. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2018: events- "vaginal bleeding, menorrhagia, post-coital bleeding, abdominal pain - frequent", reporter, historical and concomittant condition added from pfs. Historical condition, concomittant condition and drug, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding / bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4 (B)(6) 2006, (B)(6) 2007,(B)(6) 2009, (B)(6) 2011)). Denied any history of abnormal papanicolaou (pap) smears patient denies tobacco, alcohol, or illicit drug use. Previously administered products included for contraception: depo provera in 2009. Concurrent conditions included obesity and metrorrhagia. Concomitant products included fluticasone propionate (flovent), loratadine, pseudoephedrine sulfate (claritin-d allergy), medroxyprogesterone acetate (provera) and oral contraceptive nos. In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), migraine ("migraines"), weight increased ("weight gain"), dizziness ("dizziness"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and coital bleeding ("post-coital bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain - frequent"). The patient was treated with surgery (underwent total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, incontinence, abdominal distension, menstruation irregular, dysmenorrhoea, migraine, weight increased, dizziness and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain, coital bleeding, dizziness, dysmenorrhoea, genital haemorrhage, incontinence, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight : 250ibs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion pregnancy test - on (B)(6) 2012: negative (B)(6) 2012: hysterosalpingogram: bilateral tubal occlusion, post essure. Patient can rely on essure for birth control. Bilateral satisfactory placement of both essure devices is noted. Follicular cysts, right ovary. 2.2 cm. Hemorrhagic cyst, left ovary. (B)(6) 2013 : surgical pathology final report : final diagnosis , uterus and cervix, resection: acute and chronic cervicitis. Benign proliferative endometrium. Negative myometrium. Implantable contraception device (free in specimen container). Gross description 'a, uterus, cervix." Received is a 117 gram uterus and cervix with an overall measurement of 9.5 x 5.5 x 4.3 cm. The serosa is gray-pink and smooth. The ectocervix is smooth. Pale tan, glistening and measures 4.1 cm in diameter. The os is patent. The endometrium is blood-tinged and measures 0.2cm in thickness. The myometrium measures up to 2.1 cm in thickness and is mildly trabeculated. There are no subserosal. Intramural or submucosal nodules present. Free in the container are 2 soft, ragged, gray-pink fragments, which measure 1 x 0.7 cm and 1.5 x 0.7 cm. On sectioning, silver metallic, coiled sterilization devices are present in the fragments. "A1." Cervix; "a2¿endomyometrium; "a3," soft free in container. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event date was updated, hysterosalpingogram (hsg) test was performed on (B)(6) 2012. Bleeding completely resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding / bleeding') in a 29-year-old female patient who had essure (batch no. 910890-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4 (((B)(6) 2006, (B)(6) 2007,(B)(6) 2009,(B)(6) 2011)). Denied any history of abnormal papanicolaou (pap) smears patient denies tobacco, alcohol, or illicit drug use. Previously administered products included for contraception: depo provera. Concurrent conditions included obesity and metrorrhagia. Concomitant products included fluticasone propionate (flovent), loratadine, pseudoephedrine sulfate (claritin-d allergy), medroxyprogesterone acetate (provera) and oral contraceptive nos. In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), migraine ("migraines"), dizziness ("dizziness"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and coital bleeding ("post-coital bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain - frequent"). The patient was treated with surgery (underwent total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, incontinence, abdominal distension, menstruation irregular, dysmenorrhoea, migraine, weight increased, dizziness and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain, coital bleeding, dizziness, dysmenorrhoea, genital haemorrhage, incontinence, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight : 250ibs. Discrepancy noted that she never had confirmatory essure test, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: results: negative. On (B)(6) 2012: hysterosalpingogram: bilateral tubal occlusion, post essure. Patient can rely on essure for birth control. Bilateral satisfactory placement of both essure devices is noted. Follicular cysts, right ovary. 2.2 cm. Hemorrhagic cyst, left ovary. On (B)(6) 2013 : surgical pathology final report : final diagnosis , uterus and cervix, resection: acute and chronic cervicitis. Benign proliferative endometrium. Negative myometrium. Implantable contraception device (free in specimen container). Gross description 'a, uterus, cervix." Received is a 117 gram uterus and cervix with an overall measurement of 9.5 x 5.5 x 4.3 cm. The serosa is gray-pink and smooth. The ectocervix is smooth. Pale tan, glistening and measures 4.1 cm in diameter. The os is patent. The endometrium is blood-tinged and measures 0.2cm in thickness. The myometrium measures up to 2.1 cm in thickness and is mildly trabeculated. There are no subserosal. Intramural or submucosal nodules present. Free in the container are 2 soft, ragged, gray-pink fragments, which measure 1 x 0.7 cm and 1.5 x 0.7 cm. On sectioning, silver metallic, coiled sterilization devices are present in the fragments. "A1." Cervix; "a2¿endomyometrium; "a3," soft free in container. Most recent follow-up information incorporated above includes: on 24-may-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding / bleeding') in a 29-year-old female patient who had essure (batch no. 910890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4 (((B)(6) 2006, (B)(6) 2007,(B)(6) 2009,(B)(6) 2011)). Denied any history of abnormal papanicolaou (pap) smears patient denies tobacco, alcohol, or illicit drug use. Previously administered products included for contraception: depo provera. Concurrent conditions included obesity and metrorrhagia. Concomitant products included fluticasone propionate (flovent), loratadine, pseudoephedrine sulfate (claritin-d allergy), medroxyprogesterone acetate (provera) and oral contraceptive nos. In 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), migraine ("migraines"), dizziness ("dizziness"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and coital bleeding ("post-coital bleeding") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain - frequent"). The patient was treated with surgery (underwent total vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, incontinence, abdominal distension, menstruation irregular, dysmenorrhoea, migraine, weight increased, dizziness and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain, coital bleeding, dizziness, dysmenorrhoea, genital haemorrhage, incontinence, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight : 250ibs. Discrepancy noted that she never had confirmatory essure test, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion; on (B)(6) 2012: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: results: negative. (B)(6) 2012: hysterosalpingogram: bilateral tubal occlusion, post essure. Patient can rely on essure for birth control. Bilateral satisfactory placement of both essure devices is noted. Follicular cysts, right ovary. 2.2 cm. Hemorrhagic cyst, left ovary. (B)(6) 2013: surgical pathology final report: final diagnosis , uterus and cervix, resection: acute and chronic cervicitis. Benign proliferative endometrium.negative myometrium. Implantable contraception device (free in specimen container). Gross description 'a, uterus, cervix." Received is a 117 gram uterus and cervix with an overall measurement of 9.5 x 5.5 x 4.3 cm. The serosa is gray-pink and smooth. The ectocervix is smooth. Pale tan, glistening and measures 4.1 cm in diameter. The os is patent. The endometrium is blood-tinged and measures 0.2cm in thickness. The myometrium measures up to 2.1 cm in thickness and is mildly trabeculated. There are no subserosal. Intramural or submucosal nodules present. Free in the container are 2 soft, ragged, gray-pink fragments, which measure 1 x 0.7 cm and 1.5 x 0.7 cm. On sectioning, silver metallic, coiled sterilization devices are present in the fragments. "A1." Cervix; "a2¿endomyometrium; "a3," soft free in container. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporters, patient demographics were added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.